Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found on 8 bd precisionglide¿ needles' hubs before use. The following information was provided by the initial reporter: "black contaminants on needle hub".

Event description:
It was reported that black foreign matter was found on 8 bd precisionglide¿ needles' hubs before use. The following information was provided by the initial reporter: "black contaminants on needle hub".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/15/2019 . H.6. Investigation: six photos and eight samples were received by our quality team for evaluation. From the photos, black foreign matter was observed inside the needle hub for one needle product and on the outer surface of the needle hub for two needle products. No foreign matter was observed from the photos for two of the needle products. The physical samples were subjected to visual inspection to check for foreign matter. Embedded black foreign matter was observed on the needle hub of one sample and on the needle shield of one sample. Loose black foreign matter was observed on the hub of three samples and inside the hub of one sample. No foreign matter was observed on two samples. Therefore the customer experience was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The loose black foreign matter inside the needle hub was sent for ftir (fourier transform infrared spectroscopy) analysis to determine the foreign matter type. The results of this test indicated that it had peaks similar with that of a silicone-based compound, although there was no good match available from the library. The embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which start to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from plastic remains in the plasticizing unit and start to carbonize on the inner wall of the cylinder and on the screw surface. The assembly process was reviewed, and based on the location of the loose black foreign matter, it could have come from the hub loading track. The preventative maintenance revision was created to enhance cleaning of the hub loading feeder track and the injection screw for the needle molding press.